Manufacturer narrative:
Title: enhanced recovery after revisional bariatric surgery: a retrospective study of 321 patients with laparoscopic conversion of failed gastric banding or failed mason gastroplasty to roux-en-y gastric bypass source: obesity surgery (2021) 31:2136¿2143 / published online: 9 february 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study which study retrospectively analyzed outcomes of patients who underwent laparoscopic conversions of failed gastric banding and failed mason gastroplasty to roux-en-y gastric bypass between february 2010 and december 2019, a powered stapler was used for gastric pouch and the anastomosis. There were 321 patients in the study. 2 patients suffered from a staple line bleeding at the distal anastomosis treated conservatively without transfusion. 4 patients were readmitted with a gastrojejunal leak treated conservatively. 1 patient was readmitted because of a jejunojejunal leak treated conservatively. 1 patient who was discharged on post-operative day 1 was readmitted within 30 days for a gastrojejunal leak. 1 patient was readmitted because of small bowel sub-obstruction treated conservatively.